Event description:
It was reported that the valve was not draining during the preimplantation testing.

Manufacturer narrative:
The valve was patent and passed siphon, reflux, and leak testing. It was within specs for all pressure-flow and preimplantation tests. The condition of the complaint could not be duplicated in the lab. A review of the mfg records was not possible as no lot number was provided. All of our products as 100% tested at the time of manufacture.